Event description:
User received approximately 8 to 10 pt samples with intermittent zero and discrepant results for multiple assays. The following 5 pt examples were provided: sample 1: initial calcium gave 9.7 mg/dl; repeat gave 0.2 mg/dl. Initial glucose gave 0 mg/dl; repeated twice giving 201 and 199 mg/dl. Initial total protein gave 0.0 g/dl; repeat gave 6.4 g/dl. Erroneous results were not reported. The field service representative determined the cause to be a fluidic failure of the sample system and replaced sample valve 18 and checked analyzer adjustments. Performance tests were performed and within specification.

Event description:
User received approximately 8 to 10 pt samples with intermittent zero and discrepant results for multiple assays. The following 5 pt examples were provided: sample 5: initial albumin gave 0.0 g/dl; repeat gave 4.2 g/dl. Initial alkphos gave -1 u/l; repeated twice giving 108 and 113 u/l. Initial bicarbonate gave 24 mmol/l; repeated twice giving 0 and 23 mmol/l. Initial glucose gave 140 mg/dl; repeated twice giving 0 and 136 mg/dl. Erroneous results were not reported. The field service representative determined the cause to be a fluidic failure of the sample system and replaced sample valve 18 and checked analyzer adjustments. Performance tests were performed and within specification.

Event description:
User received approximately 8 to 10 pt samples with intermittent zero and discrepant results for multiple assays. The following 5 pt examples were provided: sample 2: initial albumin gave 0.0 g/dl; repeat gave 3.3 g/dl. Initial alkphos gave - 1 u/l; repeat gave 65 u/l. Initial calcium gave 0.1 mg/dl; repeat gave 8.7 mg/dl. Initial total protein gave 0.0 g/dl; repeat gave 9.1 g/dl. Erroneous results were not reported. The field service representative determined the cause to be a fluidic failure of the sample system and replaced sample valve 18 and checked analyzer adjustments. Performance tests were performed and within specification.

Event description:
User received approximately 8 to 10 pt samples with intermittent zero and discrepant results for multiple assays. The following 5 pt examples were provided: sample 4: initial alkphos gave -1 u/l; repeat gave 240 u/l. Erroneous results were not reported. The field service representative determined the cause to be a fluidic failure of the sample system and replaced sample valve 18 and checked analyzer adjustments. Performance tests were performed and within specification.

Event description:
User received approximately 8 to 10 pt samples with intermittent zero and discrepant results for multiple assays. The following 5 pt examples were provided: sample 3: initial bun gave 0 mg/dl; repeat gave 11 mg/dl. Initial ck gave 2 u/l; repeat gave 47 u/l. Initial total protein gave 0.0 g/dl; repeat gave 6.4 g/dl. Erroneous results were not reported. The field service representative determined the cause to be a fluidic failure of the sample system and replaced sample valve 18 and checked analyzer adjustments. Performance tests were performed and within specification.